Manufacturer narrative:
It was further stated in the ufr that a biomedical engineer inspected the device and determined that the internal battery was overaged requiring replacement. This was done by the hospital without involving the local dräger s&s organization - the device is reportedly back in use. Dräger was unable to obtain further information. The following can be concluded: the primary energy source for device operation is mains supply - a complete shut-down due to an overaged battery is plausible when the device was not connected to mains supply or when a second fault condition was present. This second fault condition can be an infrastructure issue (problem in the hospital's power network), a component malfunction (sudden failure of the power supply) or an operational issue (the supervisor function of the software will respond to a condition of internal over temperature with a temporary shut-down of the power supply to reduce the generation of lost heat, if this happens when the device was put into operation with an overaged battery the device has no energy source to continue operation). Since it was reported that solely the battery had to be replaced, a persisting malfunction of the power supply can rather be excluded as a contributing factor. Further differentiation is not possible due to lack of information. The internal battery shall be inspected regularly and has a recommended replacement interval of two years. The ufr contains no s/n information but states a production date of the device of 11/2019. It is not known to dräger when the last battery exchange was provided if ever. The IFU emphasizes that the internal battery is an important fail safe mechanism to cover mains power losses and that the user shall check its availability prior to each use cycle. Thus, dräger finally concludes that appropriate measures are in place to prevent from the occurrence of events like this - use error and lack of preventive maintenance are considered the major contributing factors in this case.

Event description:
It was reported that the device posted an alarm soon after start of a new ventilation episode indicating an issue with the internal battery and shut-down. As per report, the patient was connected to another device immediately; no health consequences were resulting from the event.